Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurx bifurcated stent graft has migrated 2 cm distally with a proximal type I endoleak presented. The physician stated this event was anatomy related. The physician elected to implant another manufacturer's aortic cuffs (2) and the migration and proximal type I endoleak resolved. Five endoanchors were also implanted. The patient has no injuries and left the hospital the next day. Per the physician the cause of the unable to deploy the aptus endoanchors is unknown. No sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.